Manufacturer narrative:
Product analysis: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds, undersensing and diminished r wave sensing. The lead was explanted and replaced. The replacement lead had placement difficulty during implant. It was noted that the lead caused a perforation, which then led to a pericardial effusion. A pericardial window was performed. The lead is still in use. No further patient complications have been reported as a result of this event.